Event description:
The customer activated the pod at 9:40 am on (B)(6) and set a temporary basal rate of 2.1 units/hr instead of 1.5 u/h. Her blood glucose, carbohydrates intake and insulin history for the device is as follows: see scanned table. At 11:02 am she rec'd a low reservoir warning. At 12:18 pm her bg was 166 mg/dl. At 12:24 pm the pod was deactivated and when it was removed the cannula had a kink.

Manufacturer narrative:
The device was not returned for eval. We are unable to confirm the kink cannula or to determine if it could have contributed to the reported hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria. The omnipod user guide warns "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia)," and advises "if your blood glucose is 250 mg/dl or above...take a correction bolus as prescribed by your healthcare provider. Check blood glucose again after 2 hrs. If blood glucose levels have not decreased, take a second bolus by injection, using a sterile syringe. If blood glucose remains high after another 2 hrs (a total of 4 hrs), replace the pod."